Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver did not recognize the external batteries while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
Review of the patient file data revealed multiple battery alarms and notifications on the day of the customer-reported experience that could have been from lack of recognition or from the batteries being removed. The root cause of the driver's inability to recognize external batteries was determined to be a malfunction of the power management board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4561 follow-up report 1.